Event description:
The pt reported that her sys was explanted due to a staph and mrsa infection at the pocket site. The pt is being treated with antibiotics.

Manufacturer narrative:
The explanted prods were discarded by the medical facility and will not be returned for eval.